Event description:
It was reported that balloon was broken. The target lesion was located in the left forearm vein. A 4.0 x40, 75cm gladiator elite balloon catheter was advanced for dilation. During the procedure, after connecting the pressure pump and attempting to inflate the balloon, the pressure suddenly dropped, indicating that the balloon had broken and retracted. It was noted that the balloon had longitudinal tears and was difficult to withdraw. The procedure was completed with another of the same device. No complications were reported, and the patient was stable.